Event description:
"Description of malfunction/failure: inflammatory reaction description of event: the patient was admitted at 11:03 on (B)(6) 2025 and diagnosed with malignant breast tumor. At 09:07 on (B)(6) 2025, port implantation was performed under general anesthesia in the operating room and the patient was discharged from the hospital on (B)(6) 2025. On (B)(6) 2025, the patient came back to the hospital due to swelling and heat pain around the base of the port, and about 10ml of purulent secretion was withdrawn under the skin at the swelling site. The patient was given skin disinfection and dressing change at the red and swollen site. On (B)(6) 2025, the patient was re-admitted due to breast malignant tumor chemotherapy. During hospitalization, the patient developed fever. By (B)(6) 2025, the patient was discharged. The skin around the port base was still red and swollen, but no purulent secretion was ruptured. Description of root cause analysis (by reporter): probably due to the product, there was no adverse event occurred in the port used in our hospital, and 3 cases of different degrees of infection occurred after the use of port with batch number 37044367. Previously, it was considered that the doctor had infection during operation or nursing and reported after excluding this cause. Preliminary handling of event: the skin around the port base was disinfected and changed until the patient was discharged for the second time on (B)(6) 2025, and the skin at the red and swollen site was slightly improved."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. This complaint concerns 1 unit of celsite st305p sm set pur 6,5f IV reference (B)(4) from batch 37044367. Device history record: batch record file number 37044367 was reviewed: it was manufactured within the specifications and no discrepancy was observed during inspection steps. Two other complaints from the same end customer were reported on this batch released in april 2025. No abnormality was found on the raw materials used, nor on our manufacturing process. Summary of investigation: no sample/picture of the met defect, no bacteria identification, and no completed form "request for information - acces port incident " were returned for investigation. - context review: the infection appeared 7 days after the implantation of the port. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packaged by a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. Microbiological controls are carried out after each product sterilization: those are compliant for the impacted batch, but also for all the batches sterilized in the same load. The raw material used, the manufacturing, the cleaning and sterilization processes have not changed in recent months/years. - complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. Root cause: based on the above elements, no abnormality was found during our manufacturing and sterilization process, especially for the batch involved in this complaint. Also, it is worth noting that it is the third similar event coming from the same end customer. The protocol and the rules of hygiene and asepsis followed by the hospital during the implantation of the access port are unknown, nor the protocol of disinfection and regular maintenance followed the days following the implantation. The three occurrences met by this customer are the first cases of infection declared for the batch 37044367, but also for the other batches which were treated in the same sterilization load. Without those elements, and the bacteria identification, we cannot conclude on the root cause of this incident. Conclusion: the performed investigations reveal that the involved celsite access port batch was produced in compliance with the defined specifications and according to validated processes. The global complaint rate for infection on celsite access ports is very low. No actions plan is foreseen at this time.